Event description:
Reportedly, medication was administered. There was no tape removal reported, though the patient had discomfort that causes interference with usual activity. The issue was resolved during patient examination.